Manufacturer narrative:
The device was returned for inspection, and the customer's allegation was confirmed. Date of event is unknown. Additional information will be provided if available. In addition, the following reportable malfunctions were identified during the device evaluation: damaged on the cable unit; due to poor watertightness of cable unit, water tightness was lost; coupler unit deteriorated. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage to the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported no image during involving an olympus camera head. There was no patient injury reported.